Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in australia, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the pusher had jammed under the valve prior to valve alignment. When the valve was being inflated, the delivery system balloon burst.

Manufacturer narrative:
A supplemental report is being submitted for correction. The following section of this report has been corrected/updated: h6 (health effect - clinical code).

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information provided and from the device evaluation. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (device code), and h11 (additional narrative/data). The device was returned for evaluation. Evaluation of the returned device revealed the balloon was torn. Subsequently, additional information was provided indicating that the pusher had jammed under the valve prior to valve alignment when the valve was advancing through the aortic arch and ascending aorta. It was possible that the valve had moved due to the pusher movement. The valve alignment was performed in a slightly diagonal part of the aorta due to tortuosity. It was noted that the valve was not fully deployed. The patient recovered and was discharged post procedure. The investigation is still ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed the crimped valve was located over the inflation balloon after advancing the commander delivery system through the esheath. The balloon was observed to be bunched towards the nose tip. The balloon was torn at the I/c bond. There were gouges noted on the flex tip and compression marks were observed on the distal part of the flex shaft. The balloon shaft was kinked near the handle due to packaging. The valve alignment function (both gross and fine adjustment) was tested and full valve alignment was able to be performed by pulling the balloon shaft to the warning marker, locking the system, and utilizing the full fine adjust without abnormalities. The locknut/collet force measurements were taken and all measurements taken met specification. Additionally, the double-wall thickness measurements of the crimped balloon were taken and all measurements taken were within specification. There was imagery provided for evaluation and a review of the imagery indicated the presence of tortuosity within the patient's descending aorta. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, valve alignment difficulty events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to valve alignment performed in a non-straight section of anatomy, residual fluid left in the balloon after de-airing, and/or excessive device manipulation. In this case, the valve alignment difficulty that occurred during fine adjust was confirmed based on the evaluation of the returned device. The available information suggests procedural factors (valve alignment performed in a non-straight section of the anatomy) likely contributed to the event as the information provided indicated that "the alignment was done in a slightly diagonal part of the aorta due to tortuosity" and the imagery provided showed there was tortuosity at the descending aorta. Additionally, the returned device showed gouges on the flex tip and compression marks on the flex shaft, which may be indicative of the difficulties while aligning the valve. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the transcatheter heart valve (thv) was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. Regarding the balloon tear, this event was also confirmed based on the evaluation of the returned device. The available information suggests procedural factors (high forces during valve alignment) likely contributed to the event as compression marks were observed on the flex shaft and gouges were observed on the flex tip. High forces on the system during valve alignment may result in the crimp balloon tearing prior to thv deployment. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.